Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy fluid. The breach in aseptic technique was described as patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin and ceftazidime (doses, routes and frequencies not reported) for peritonitis. Vancomycin was discontinued four days after the event onset and gentamicin was started. Ceftazidime and gentamycin treatment were ongoing. At the time of this report, the patient was recovering from the event. On an unreported date pd therapy was discontinued and the patient was started on hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.